Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported during da vinci surgical procedure, the force bipolar instrument would not work. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument had the tip loose and the bipolar energy would not work. The instrument tip did not break off or become detached during the procedure.

Manufacturer narrative:
The force bipolar instrument has been evaluated by the failure analysis (fa) team. Fa was not able to reproduce or confirm the reported complaint. The instrument was tested on an in-house system showing 7 lives remaining. The instrument passed energy delivery, recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. There was no physical damage. There was no problem detected. Instrument passed electrical continuity test in both grips.

Event description:
Refer to h10/h11 for follow-up information.